Event description:
Hygroscopic condenser humidifier (hch). The last 2 to 3 cases of this product have had "cracked" hch's. The crack is completely through the mask port, causing the system to have a severe leak. All hch's were discovered prior to use during preoperative check of anesthesia machine and equipment. Co notified 3/8/96.